Event description:
It was reported that the implant on tooth site #28 was removed due to peri-implantitis. Symptoms of the event: inflammation and pain.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). PMA/510(k) number: k011028, k013227. A summary investigation has been completed for peri-implantitis events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for these events have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of a manufacturing or design defect that might lead to peri-implantitis occurring and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Manufacturer narrative:
Multiple MDR reports were filed for this event. Please see associated report: 0002023141-2022-02236 and 0002023141-2022-02238. This report is being submitted to relay additional information. Two additional implants are associated with this event. See associated reports.

Event description:
During follow up, the customer confirmed that there were three implants that were removed on the same date due to peri-implantitis. Therefore, two additional implant tooth sites, #19 and #30 are associated with the same event.